Manufacturer narrative:
Additional information: there was a lot of resistance advancing the stent due to the tortuous vessel including an intermediate proximal stenosis that had to be passed to get to the lesion. It was later confirmed that two stent struts lifted and stood out. It was later confirmed that the stent did not dislodge and there was no loss of stent but it was just stated that this could have been a potential complication. The withdrawal of the stent through the 5.5 f non medtronic guide extension catheter was not possible. Excessive force was not used in order to prevent dislodgement of the stent. The stent was retrieved together with the non medtronic guide extension catheter. The lesion being treated was located in the posterolateral branch (marginal branch) of the ramus circumflex (circumflex artery) (pla2/rcx) with 80% stenosis and the bifurcation in the posterolateral branch 1 and posterolateral branch 2 (pla2/pla1) with 50-70% stenosis. Initial reporter name and phone number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: a section of the device was returned, consisting of approximately 9 centimeters that included the tip, stent, and part of the distal shaft. The distal shaft was cut, and the portion proximal to the cut was not returned. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to deformation, the stent did not meet the visual acceptance criteria. Deformation was observed on the proximal and mid stent wraps, with struts raised. No deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: - annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure involving one onyx frontier coronary drug-eluting stent, positioning difficulties were encountered. The stent was unable to be advanced within the severely tortuous and severely calcified vessel. It was attempted to withdraw the stent into the guide extension catheter however some of the struts of the stent became wedged. Loss of stent in the vessel occurred. The lesion was pre-dilated. The stent did not pass through a previously deployed stent. Excessive force was not used during delivery. The stent was inspected prior to use with no issues. Negative prep was not performed. No patient complications have been reported as a result of this event.